Event description:
Persistent knee pain [arthralgia]. Received about one month of bilateral knee pain relief [device ineffective]. Knee swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2011 from a (B)(6) female pt, (B)(6), with a medical history of osteoarthritis. There was no previous treatment with synvisc-one. The pt was administered synvisc-one in both knees on an unk date in (B)(6) 2010. The pt stated that she received about one month of bilateral knee pain relief. Her knee pain and swelling persisted and she required right knee arthroscopy/microfracture on (B)(6) 2011. Additional treatment included aleve (ibuprofen), vicodin (hydrocodone/acetaminophen), cortisone injections, and ice. At the time of this report, the outcome of the reported events was not provided. The synvisc-one lot number was not available. No further info was provided. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.